Event description:
It was reported that the healthcare provider (hcp) office reported extra fluid in pocket area and was unsure where it was from. At refill there was extra fluid pulled from pocket area. Patient was sent for x-ray and they sent the fluid out to test if it was cerebral spinal fluid (csf). A dye study was scheduled for (B)(6) 2015. It was noted on (B)(6) 2015 that plans had changed. The patient had a catheter revision on (B)(6) 2015. The catheter was sliced in the area of the pocket. The reason was unknown. The physician suggested change in weight and pump possibly sagging that might have caused the event. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).